Manufacturer narrative:
Additional information was received that the ipg was not holding a charge after the patient had several cardioversions. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
(B)(4)

Event description:
A report was received that the remote control could not communicate with the ipg after a cardioversion procedure. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the remote control could not communicate with the ipg after a cardioversion procedure. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the remote control could not communicate with the ipg after a cardioversion procedure. The patient will undergo an ipg replacement procedure.